Event description:
It was reported that a spectrum pump had failed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a failed downstream occlusion was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device and it was able to properly detect a downstream occlusion. No correction was required. Should additional relevant information become available, a supplemental report will be submitted.